Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited an elevated capture threshold. The ra lead was capped and replaced on (B)(6) 2023. There were no patient consequences reported.